Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that flu medication leaked from the damaged bd integra¿ syringe with detachable needle hub. This occurred 3 times during use. The following information was provided by the initial reporter: "giving flu shots and fluid is leaking out even though they tighten the needle to the syringe before the injection; during injection the flu serum is leaking at the hub - not syringe section cost of serum lost is (B)(6) total for three shots (this happened three times today)".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that flu medication leaked from the damaged bd integra¿ syringe with detachable needle hub. This occurred 3 times during use. The following information was provided by the initial reporter, "giving flu shots and fluid is leaking out even though they tighten the needle to the syringe before the injection; during injection the flu serum is leaking at the hub - not syringe section cost of serum lost is $(B)(6) total for three shots (this happened three times today)."